Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. The device was able to turn the power on with no issue. However, recommend to replace the battery compartment as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device would lose power while running, during testing. No patient injury was reported.

Event description:
Additional information: no patient incident found during testing.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified loss of power occurred while running.